Manufacturer narrative:
E1: (B)(6).

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator was displaying a "check vent: proximal pressure sensor range error" code (110d). The device was in clinical use when the issue occurred; the device continued to operate. No patient or user harm reported. The customer reported that the v60 ventilator was displaying a "check vent: proximal pressure sensor range error" code (110d). The hospital staff contacted their dealer, and during troubleshooting, the dealer advised the staff to restart the device, and it was confirmed that the issue was duplicated. A dealer representative arrived at the hospital, and reported that upon starting up the device, and performing a run, the issue was not duplicated. The dealer representative then checked the event log and was able confirmed the error code (110d). The device was then evaluated at the service center, and the service engineer (se) reported that the issue was not reproduced. The occurrence history of "check vent: proximal pressure sensor range error" (diagnostic code 110d) was observed in the event log. The se performed an inspection and reported that there were no abnormalities observed. The se noted that no parts were expected to be replaced but provided the customer with a service proposal. This investigation is ongoing.

Manufacturer narrative:
Additional details were provided by the service engineer (se), and it was stated that the issue was not reproduced during the run-in test. The se did confirm that the "check vent: proximal pressure sensor range error" (diagnostic code 110d) was recorded in the event log. The se reported that no repairs were performed, and the device was returned to the customer (per customer request). No abnormalities were observed during inspection. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.